Event description:
Customer received a result of 13.3 mmol/l on the compact plus system while professional meters returned as 6.4 mmol/l and 6.9 mmol/l within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the system has been discarded.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.